Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's oral anticoagulant was stopped the night before the index procedure. The patient's heart rhythm during the procedure was atrial fibrillation. Transesophageal echocardiogram (tee) was used intra-procedure. The laa's emptying velocity was 30-40, and left ventricular ejection fraction (lvef) was about 35-40, with the left atrium being visually enlarged. There was some spontaneous echo contrast (sec) present on tee. Right femoral vein access obtained. Versacross connect (vcc) was used to obtain transseptal (tsp) access in a mid-mid trajectory. Heparin was given after the transseptal puncture, and the first activated clotting time was taken 5 minutes after the heparin was given and resulted at 250 seconds. A watchman fxd double curve access system (was) was advanced into the left atrium. A pigtail catheter was inserted and a contrast injection of the laa was performed, then pigtail catheter was removed. A thrombus was immediately noted to flow out of the back of the was. The was was aspirated with three 20cc syringes and cleared. A watchman flx closure device and delivery system (wds) was advanced through the same was and positioned at the laa. The wds was deployed and implanted after meeting release criteria. The procedure was concluded, and the patient woke up with no abnormalities and recovered well, discharging home the same day.